Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) switched from the programmed continuous compression mode to 30:2 mode without user intervention "and "the platform stopped compressions and displayed a 'realign patient' error message" was not confirmed during the review of the archive data and during functional testing. No malfunction was observed that could have caused or contributed to the patient's death. The autopulse platform functioned appropriately and as intended. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data revealed that the recorded date and time in the archive were corrupted, showing that the last time the autopulse platform was powered on was (B)(6) 2020. Therefore, the date of the customer's reported event was not captured. The root cause of the corrupted archive could have been due to repeated power cycling of the device or due to an unexpected shut down of the device. The apvision 3 software was used to clear all the existing corrupted archive data, and the latest firmware was re-installed on the autopulse platform to remedy the fault. The autopulse platform passed the functional testing without any fault or error, and the autopulse platform was able to switch modes between continuous compression and non-continuous compression with no issues; therefore, the reported complaint was not replicated. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4) was used to resuscitate a patient in cardiac arrest. The cause of cardiac arrest was presumed to be an overdose; the cardiac arrest was not witnessed. The patient was in cardiac arrest for 5 minutes before receiving manual CPR, which was performed for about 5 minutes by police prior to the arrival of ems. Once the autopulse platform was powered on, the platform switched from the programmed continuous compression mode to 30:2 mode without user intervention. During use, the platform stopped compressions after 2 minutes and displayed a "realign patient" error message. The ems crew checked the patient alignment, readjusted the lifeband, and re-started the autopulse. The platform performed a few compressions, and once again, it stopped compressions and displayed the "realign patient" error message. Between each of the device interruptions, manual CPR was performed while troubleshooting the issue. Eventually, the use of the autopulse platform was discontinued, and manual CPR was performed for an unknown amount of time. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead in an emergency room (ER). Per the customer, patient's death was not related to the autopulse system.